Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510k: this product is not marketed in the us. A lens work order search was performed. No similar complaint was found. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, --13.5 diopter, implantable collamer lens, tore/broke during injection/delivery into the left eye (os) on (B)(6) 2021. There was patient contact but no patients injury. The lens was replaced within the same surgery as removal of the initial lens. It was reported that the problem resolved. In the reporters opinion user error was the cause of this event. The reporter also stated that it was unknown if the device fail to perform as intended. For cause details the reporter stated " doctor did not load the lens well."